Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported complaint. Failure analysis found the entire teflon pad was missing at the distal tip and not returned with the instrument. No thermal damage was found. The curved blade had no physical damage. The instrument would not function properly without the teflon pad intact. The root cause of the damaged teflon pad is typically attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90211130-0197) was last used on (B)(6) 2022 during this reported procedure with system (B)(4). The harmonic ace instrument is a single-use device. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing teflon pad from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly would not work, and there was a message indicating to replace the harmonic ace instrument. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up on (B)(6) 2022 and obtained the following additional information regarding the reported event: it was confirmed that no fragments fell inside the patient during the procedure.